Manufacturer narrative:
Device has been retained by user (hospital) and has not been returned to manufacturer. No failure review possible.

Event description:
Orbital atherectomy procedure using a csi db-225l device to debulk an occluded artery within a stent proximal to the sfa (superficial femoral artery) was performed in 2007. The lesion was 50 mm long in a 6 mm vessel with 90% occlusion and of heavy plaque. After 2 passes at 1 minute each at high speed (200k rpm) the device was pulled back into common femoral artery. When the device was removed from the body, a guidewire fracture (break) was observed in the guidewire. Device break was unsuccessfully retrieved via original opening. Patient was then sent to a vascular surgeon who then exposed the femoral artery to remove the wire. Break was retrieved successfully. No additional intervention required.